Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use. Can you identify the lot number of the product involved? Customer could not narrow down lot number. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer to the attached email) hospital. Please perform and document the follow up attempt for product return. Please provide tracking number. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: vicryl polyglactin 910 suture - j371h05 (j371h05): unknown list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No was there a significant delay? No if available, provide the product order number (po). Do you need product packaging to send the product back? No "d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported to the sales rep by the surgeon 1 vicryl j371h, the tip broke off during the procedure. The suture tip was found on top of the drape and then placed away on the back table to ensure it did not travel to the incision or get misplaced. No adverse patient consequences were reported. Additional information was requested.